Event description:
It was reported that while attempting to implant this lead for left bundle branch area pacing, there was difficulty positioning the lead and finding good signal morphology. Once the lead was positioned and upon removal of the guide, the lead dislodged. While attempting to reposition the lead, tissue was stuck within the helix mechanism and the lead insulation was damaged. As a result, this lead was removed, and the procedure was completed with another lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.